Manufacturer narrative:
(B)(4). It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? Does the surgeon believe that any deficiency of the ethicon products ethibond or vicryl or vicryl rapide suture caused and/or contributed to the adverse events described in the article? Citation: foot and ankle surgery. 2013; 19: e7 e9. Doi: http://dx.doi.org/10.1016/j.fas.2012.11.003. (B)(4).

Event description:
It was reported via journal article: ¿title: chronic sinus formation using non absorbable braided suture following open repair of achilles tendon¿ . Author: raju ahluwalia frcs (tr & orth), charalambos zourelidis mrcs, shigong guo mrcs, raman dega frcs (tr & orth). Citation: foot and ankle surgery. 2013; 19: e7 e9. Doi: http://dx.doi.org/10.1016/j.fas.2012.11.003. The authors reported the presentation of a sinus tract formation related to the suture material and emphasize the important signs for surgeons to be aware of who might deal with both superficial infection and a tendon repair in close proximity. A (B)(6) man with ruptured left achilles tendon underwent an open repair with a braided non-absorbable ethibond suture using modified kessler¿s technique with paratenon repair using vicryl sutures. The skin closure was obtained using vicryl rapide sutures. At 3 weeks post-operative, the patient had superficial erythema which was treated conservatively with antibiotics. At 9 months post-operative, the patient had sinus tract formation with symptoms of pus collection that was pointing on the medial side of the ankle. A suture removal was required as it was found out that the non-absorbable core suture knot was eccentrically placed but not buried within the successful tendon repair. It was reported that to prevent development of deep-seated infection, surgical technique must be assured and the core stitch buried within the tendon. The authors suggests that wounds should be irrigated carefully before closure, and delaying mobilization until the wound is totally healed may help in preventing this complication.